Manufacturer narrative:
Additional information sections: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly continue physical therapy to manage dizziness. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced extreme dizziness and a severe headache two days after implant. The recipient was transported to the hospital via ambulance and was admitted to the hospital. The recipient was released two days later and met with surgeon. The recipient was prescribed medication (type unknown) and physical therapy. The recipient was successfully activated. The recipient reports dizziness is improving after a couple physical therapy appointments.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.